Event description:
Customer complaint was received on march 2, 2018 ((B)(4)) describing that when reports were generated using product number 628915, lot number 01117a of lifecodes hla-b sso typing kit the serological equivalent for b*27:08 was shown to be bw4 rather than the correct bw6. Immucor gti diagnostics quality control reviewed the complaint and discovered that the change was due to a transcription error during creation of hla-b probe hit tables for 3.29.0 allele database serological equivalence file of the database files. The hla-b allele b*27:08 serological equivalence changed from a b27 (bw6) in allele database 3.27.0 to b2708 (bw4) in allele database 3.29.0. The hla-b allele b*27:08 serological equivalence was incorrectly assigned bw4. An ncr (ncr 1762) was opened to address the issue. Resolution of this error was made with a correction to the database, a customer notification (correction) and a technical update loaded to the immucor website for the affected lots of product. The serological equivalent (bw4 or bw6) is assigned by the world health organization (who). Lifecodes hla sso-b typing kit or lifecodes hla sso-beres affected kits: product name: lifecodes hla-b sso typing kit, lot#/serial #: 01117a, list # part#: 628915, expiration date: 2018-11-30; lifecodes hla-b sso typing kit, 06036a, 628915, 2018-05-31; lifecodes hla-beres sso typing kit, 01117b, 628917, 2018-12-31; lifecodes hla-beres sso typing kit, 06036b, 628917, 2018-12-31. The lifecodes hla sso-b and hla sso-b eres typing kits are meeting performance claims. This issue is a documentation error not associated with a performance claim or who standard.